Event description:
Boston scientific received information that during a revision procedure the decision was made to replace this right ventricular (rv) lead due to noise with suspected twiddler's syndrome. No adverse patient effects were reported and the lead was returned for a post market evaluation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. A visual inspection of the lead noted that the proximal end of the distal electrode was separated from the lead body insulation. The lead body was twisted along it's entire length, especially between 110 and 200 mm from the terminal pin. The trilumen insulation was abraded through to the distal lumen due to extreme twisting. The distal cable was observed fractured. Laboratory analysis was able to confirm induced product damage, most likely due to the reported twiddler's syndrome.